Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2018-02507.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a penumbra system jet7 kit and a neuron max 6f 088 long sheath (neuron max). The patient¿s anatomy was noted to be extremely tortuous. During the procedure, the physician reported difficulty navigating the penumbra system jet 7 reperfusion catheter (jet7) as well as a non-penumbra microcatheter and wire through the neuron max. It was also reported that the physician felt resistance while advancing the jet7 and it would not exit the neuron max. After two passes, the physician removed the jet7 and noticed that it was stretched. The jet7 was therefore removed and the procedure was completed using a penumbra system jetd reperfusion catheter (jetd), a new non-penumbra microcatheter, and the same neuron max. Upon completion of the procedure and removal of the devices from the patient, the physician noticed that the neuron max had an hour glass kink in it. There was no report of an adverse effect to the patient.